Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021 wherein the leads were repositioned. No new products were implanted. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04694. It was reported that the patient experienced ineffective stimulation. Imaging confirmed lead migration. As a result, surgical intervention may be pending to address the issue.